Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had white foreign material at air/water tube, air/water cylinder, jet tube and burn on bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is possible that the user could not perform reprocessing properly due to leakage from biopsy channel and remove the foreign material. A definitive root cause cannot be determined. Suggested event 1, 3, 4: user may detect the events by following IFU below. Inspection of the endoscopic system. User may reduce/prevent occurrence of the events by following IFU below. Leakage testing of the endoscope. Suggested event 2: user may detect the event by following IFU below. Inspection of the endoscope. User may reduce/prevent occurrence of the event by following IFU below. Using endo-therapy accessories. Olympus will continue to monitor field performance for this device.